Manufacturer narrative:
The device used in the reported event is currently in transit to navilyst medical for evaluation. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(6), a 4f valved PICC had been placed in the patient's upper arm on (B)(6) 2011. The PICC was removed/replaced on (B)(6) 2011 because the catheter tubing was noted to be split between the suture wing and the insertion site into the body. There were no patient complications. The used device will be returned to navilyst medical for evaluation.